Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: b)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported issue. The issue could not been duplicated. Fse replaced the moisture trap as a precaution. The received test logs show that the ventilator failed pre-use check on (B)(6) 2019 and passed the test when the fse was there on (B)(6) 2019. The technical log does not include any errors that may indicate a ventilator malfunction. Since the issue could not been duplicated, due to lack of information the root cause of the reported issue could not been identified.

Event description:
Manufacturer ref.#: (B)(4).